Event description:
It was reported that the patient had lost consciousness after the (B)(6) 2023 weekend for an unknown reason. The patient passed away on (B)(6) 2023 due to multiorgan failure. The death was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure/dysfunction and death as adverse events that may be associated with the use of the hm 3 lvas. Additionally, the IFU includes a list of hm 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.